Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) reservoir migration after a big sneeze. A revision surgery was performed in which a new reservoir was implanted. There were no device malfunctions associated with the explanted device. No information was provided about the patient's outcome.